Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Unit was programmed with test glucose meter. Unit communicated properly and recorded the 139 mg/dl value properly from glucose meter. No unexpected blood glucose value transfer anomaly noted. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that when the up arrow button was pressed, the numbers on the insulin pump's screen continued to scroll. The up arrow button became unresponsive. The customer had issues with his meter. He experienced high blood glucose levels. Customer's blood glucose level was 143 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.